Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was double beeping when turned on. This issue is not related to physical damage/abuse. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a record of the device stating high pressure. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.